Manufacturer narrative:
Mw5159736: an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the third revision, in 2023. As reported via medwatch report mw5159736: on 2012, I had become and mda patient due to having chondrosarcoma, which is non-treatable cancer so it had to be removed. The upper prosthesis had broken and had to be removed and replaced on 2021. My prosthesis had broken again and had to be replaced on 2022. The operative notes are added along with photos. Due to this surgery, five inches of bone had to be cut off. My prosthesis had broken again for the third time and had to be replaced again on 2023 (mw5159736). This surgery has really been very hard on me. This product has broken in the bone and had to have major reconstruction and have not walked in 10 months. Now, I have deteriorating bone due to major surgery. This is my fourth replacement. Why it happens I didn't get any information from anybody including my doctor will not let me know anything about it. I think, I know that this product is a manufactured product material is bad. Should not have broken along with these surgeries. I have many x-rays and appointments. I have included some of them along with surgery notes and photos. This last break I do have my prosthesis I asked for it after surgery. Due to hardware failure of my prosthesis, it has been replaced four times. With every surgery this has become harder and harder, bone was removed, and bone is starting to deteriorate due to many surgeries. All product numbers are included in surgery notes along with photos. This last surgery has been the worst. I'm just now starting to walk, have not walked since 2023.